Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with a seizure. It was reported that the device was not pacing appropriately and the patient's heart rate was low. The patient required resuscitation and was hospitalized. It was also reported that the patient was being treated for non-device related conditions. The device was reprogrammed. No additional adverse patient effects were reported.